Event description:
Home pt (hp) reported receiving peritoneal dialysis on the baxter homechoice pro and after three of four cycles, fluid builds up and hp has difficulty breathing. Hp stated they were hospitalized with fluid overload in 2002 for four days. Follow up with healthcare professional (hcp) revealed the following info: hp is currently having ultrafiltrate issues and is not always compliant. Hp has complained of not draining adequately and may be experiencing membrane failure. Hp has congestive heart failure and has been hospitalized with fluid overload. Hcp reported during hospitalization, hp has had as much as 20 lbs removed using the baxter pac-xtra device. Baxter quality assurance suggested to hcp to check the placement of the homechoice pro machine in relation to the position of the hp and to lower the the device to improve the drain process. No further info was available regarding this event.